Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the cable connecting the distribution node (dn) to the rear cable wires were severed. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged.